Event description:
Event description guidant received information that this paceamaker, which is on an advisory, has a battery status at end-of-life. It has been implanted greater then 6 years. The caller was trying to perform factory software upgrades on the device and did not see any pacing. Technical services advised the device does not have enough battery left to peform a software update. The device has been replaced and returned for analysis.